Event description:
The pt originally called in due to getting occlusions on her infusion device. She reported using expired cartridges and adapters. The pt was able to clear the occlusions by using new expired products. The pt was educated on not using expired products, and using expired products could cause occlusion errors. The pt was able to perform a bolus due to a rise in her blood glucose (value not provided). Pt was sent new adapters and cartridges. Two days later, pt's niece stated the pt experienced elevated blood glucose of 381 mg/dl over the weekend and low blood glucose (value not provided) monday. The paramedics were contacted. The niece did not have much detailed info to provided, but stated that it appeared the pt was given a shot of glucagon, consumed 2 glasses of juice and ate a peanut butter sandwich before the paramedics left. The pt rec'd another follow-up phone call and she stated she was doing fine with her infusion device and new supplies of adapters and cartridges. The pt discarded all expired product, so no product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.